Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the pacing amplitudes were reduced in both channels. The statistics data was reset and device was re-interrogated afterwards. However, time to rrt (recommended replacement time) was found to be reduced (around one year). An analysis is requested. Preliminary analysis showed that the reported behavior is most probably due to low number of cardiac cycles detected by the device after the reset of device memories.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the pacing amplitudes were reduced in both channels. The statistics data was reset and device was re-interrogated afterwards. However, time to rrt (recommended replacement time) was found to be reduced (around one year). An analysis is requested. Preliminary analysis showed that the reported behavior is most probably due to low number of cardiac cycles detected by the device after the reset of device memories.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the pacing amplitudes were reduced in both channels. The statistics data was reset and device was re-interrogated afterwards. However, time to rrt (recommended replacement time) was found to be reduced (around one year). An analysis is requested. Preliminary analysis showed that the reported behavior is most probably due to low number of cardiac cycles detected by the device after the reset of device memories.